Event description:
It was reported the patient was admitted in the emergency room due to severe spasms in her stomach. The patient was given a morphine shot. The physician examined the area and found fluid buildup which was drained and the patient's issue was resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.